Manufacturer narrative:
This report is being supplemented to provide additional information (h10) regarding the reported event. The definitive root cause could not be established. The probable cause based on the investigation to date is determined as failure of cable unit, using another manufacturer's' transmission cable. It is considered that the image does not show because the external force was applied to the cable unit during transportation, storage, use, reprocessing, etc. In addition, by using another manufacturer's transmission cable, it is considered that the some kind of malfunction occurs and image does not show. Per the device history record review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information received identified there was no patient impact as a result of the device being out of manufacturer specifications as the operating room (or) staff noted the issue while setting up in an or and the device was removed from service before the patient entered.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and there was no image due to a faulty cable unit. This has been determined to be a reportable malfunction. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer sent the unit to olympus to be returned to original equipment manufacturer specifications as the unit was previously sent to a third party.